Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0y7sr, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported shocking sensation that started at the implantable neurostimulator and ran down the hip and vaginal area on the left side. The patient felt shocking when she lifter her leg or bent over with stimulation on or off. The therapy was on and there was no fall or trauma related to this issue. The issue was related to positional movements. Decreasing the amplitude did not eliminate uncomfortable stimulation. Turning off the stimulation did not stop the sensation. The urinary/ bowel symptoms had not returned. The patient noticed some therapeutic benefit on (B)(6) 2015. The patient had an appointment with her doctor on (B)(6) 2015. There was a sudden change in therapy/ symptoms. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.